Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the supplies on the pump multiple times and the occlusion reoccurred. The customer's blood glucose (bg) level was 446 mg/dl with moderate ketones. The customer was hospitalized for diabetic ketoacidosis. The customer reverted to using insulin injections to manage diabetes. The customer was to be discharged on 09/18/2016. Although requested, additional information was not provided.